Event description:
A customer contacted baxter's technical service center regarding accidentally becoming disconnected in dwell 4 of 4. The home patient (hp) is now in last fill. The technical service representative (tsr) referred the hp to the nurse. No patient injury or medical intervention was indicated at the time of the initial report. During follow up, the hp stated that the connection fell apart accidently. Per the hp, the patient line was disconnected from the transfer set. The hp reconnected herself and then finished the therapy. The hp then stated that she walked away from the machine to a distance that was too far and the connection popped open. The hp had notified the nurse and stated that she was continuing therapy without any other complications. No further information was provided. There was no injury or medical intervention reported.

Manufacturer narrative:
(B)(4). The sample was discarded by the customer; however, a lot number was provided.a follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Manufacturer narrative:
(B)(4). This complaint is for a report of a connection issue. Complaint is confirmed because the patient reported that she walked away from the machine to a distance that was too far and the connection popped open, which is a use error. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot. A labeling review of the homechoice apd systems patient at-home guide issued was found to be adequate for the use error(s) in the complaint.